Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The central processing unit was replaced.

Event description:
The hospital reported that, during a case, the display went blank. The clinician reportedly cycled power, resolving the reported complaint. There was no reported patient injury.